Event description:
The customer received a blood glucose reading of 509 mg/dl from her contour meter and a reading of 242 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned. A replacement meter was sent to the customer.